Event description:
Patient presented with pain at their generator and lead site and was referred to neurosurgery for repositioning of the device to help alleviate the pain. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Further information was received indicating that the patient is still having pain and now presents with an increase in seizures. The patient's settings have been adjusted multiple times to help alleviate the pain with no success so the patient's device was disabled pending surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent surgery to have both their generator and lead explanted. The explanted devices were discarded.